Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that one day post implant the electrocardiogram showed ventricular oversensing likely due to reference electrogram collection. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.